Manufacturer narrative:
The approximate age of the device is 4 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer completed their investigation.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted for suspected acute respiratory distress syndrome and hemolysis. The patient was febrile with elevated crp, low hematocrit and hemoglobin, and elevated lactate dehydrogenase (ldh). A transesophageal echocardiogram was performed, which found severe aortic insufficiency and moderate to severe mitral regurgitation. Inotropes were initiated and log files were sent for review. Technical services noted multiple pulsatility index events in the log files but the cause was not determined. The low hematocrit and hemoglobin were suspected to be due to hemolysis; antihypertension medication (arbs) was increased. No treatment was performed for the elevated ldh. The aortic insufficiency and mitral regurgitation were thought to be device related. A tear was noted in the outer layer of the percutaneous lead and rescue tape was applied. An external percutaneous lead replacement may be performed in the future.

Manufacturer narrative:
Manufacturer's investigation conclusions: although pi events were observed during the analysis of the submitted epc log file, a specific cause for the observed pi events could not be conclusively determined through this evaluation. Additionally, a specific cause for the damage to the outer layer of the driveline could not be conclusively determined through this investigation. Furthermore, a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account submitted an epc log file dated (B)(6) 2019 which contained approximately 2 days and 7 hours of data and captured 111 pi events. Despite the frequently captured pi events, the submitted log file data appeared to show the system operating as intended with stable pump parameters. No atypical alarms were recorded, and the pump speed remained above the low speed limit without issue. Local infection, respiratory failure, right heart failure, driveline or pump pocket infection, and hemolysis are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The surgical procedures section of the hmii IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Care instructions regarding preventing infection are provided in various sections of the hmii IFU, including caring for the driveline exit site and controlling infection. The hmii patient handbook addresses damage due to wear and fatigue of the driveline in the driveline care section. The hmii patient handbook also contains section on caring for the driveline. The hmii IFU contains information on all system parameters, including pulsatility index (pi). The hmii IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The system monitor section of the hmii IFU explains that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays ¿+++¿ or ¿- - -¿ to prevent the display of inaccurate flow information. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.